Event description:
Healthcare professional reported "leak at valve" and "hole in valve" via rga. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on posterior assessed, as fold flaw opening. Observed, a cracked valve seat diaphragm valve. And observed, an opening on radius assessed, as surgical damage. Additional observations: crease fold and wear abrasion observed, on the device.

Event description:
Patient reported, a left side deflation. Healthcare professional reported, "leak at valve" and "hole in valve" via rga. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported patient called to report a left side deflation. Physician later confirmed. Device remains implanted.